Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine device check, this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent, high, out of range, shock impedance measurements as shown on daily measurements. Other lead measurements were good and stable as reported. Physician reprogrammed the shock vector to distal coil to can, and is planning to do a defibrillation threshold (dft) test. They will do lead revision if the dft will present a problem. The system still remains in service. No adverse patient effects were reported.